Event description:
It was reported that there was a discrepancy between the displayed and actual time on the customer's device, exceeding five minutes, and the caller updated the settings with cts assistance. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer received an out-of-range alert on the dexcom app during troubleshooting, and cts transferred them to dexcom for further assistance.